Event description:
During a dental surgery, the burguard was placed on the handpiece and the bur was inserted. It was secured and tested. When started, the bur bent, the burguard broke and flew across the room hitting the circulating nurse in the face causing a 4x4mm laceration, bruising and swelling. Face mask and safety glasses were worn. The healthcare provider has had hands on experience with the same burs, handpieces and burguards for eleven plus years.